Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in termination / miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in termination / miscarriage") and device expulsion ("migration of essure device location of device: the essure on the left was removed from the side of the uterus") in a 44-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (4) and parity 2 (2). Concomitant products included medroxyprogesterone (depo provera). On 21-sep-2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant, life threatening and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), rash generalised ("rashes or skin conditions type: body") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain had not resolved and the rash generalised and dyspareunia had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abortion of ectopic pregnancy, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, rash generalised and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy case linked 2017-223280. Discrepancy regarding the pregnancy dates(2013/2014/2015?). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, lab data, product information, concomitant drugs, events- migration of essure device location of device: the essure on the left was removed from the side of the uterus, abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions type: body, dyspareunia (painful sexual intercourse) were added. On (B)(6) 2018: processed with fu2 on (B)(6) 2018: non-significant follow up-event vertabim updated to ectopic pregnancy resulting in termination / miscarriage. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in termination / miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in termination / miscarriage") and device expulsion ("migration of essure device location of device: the essure on the left was removed from the side of the uterus") in a 44-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (4) and parity 2 (2). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant, life threatening and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), rash generalised ("rashes or skin conditions type: body") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain had not resolved and the rash generalised and dyspareunia had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abortion of ectopic pregnancy, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, rash generalised and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy case linked 2017-223280. Discrepancy regarding the pregnancy dates(2013/2014/2015?). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-jan-2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in termination") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant, life threatening and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.